Event description:
Meter gives an error2 message. Patient did not experience any symptoms. Patient tried to retest; however, ended up getting the error2. Patient took insulin after obtaining the error 2 message. Patient contacted md for medical advice. Patient tested on another meter and obtained 278mg/dl (invalid comparison) and was treated with insulin. Customer service was not able to resolve the issue and sent patient a new meter.